Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. No UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is (B)(4).

Event description:
The event occurred in germany. Getinge received an authority report from bfarm on 2024-10-01 and the following was reported: at around 9:54 a.m on (B)(6) 2024, air embolisms were visible in the patient's left ventricle in the tee. These would disappear as soon as the cardiohelp console was turned off. The cardiohelp and the hls module was immediately replaced, which meant that the air embolisms in the left ventricle no longer occurred. Due to the exchanged during use and the reported air embolisms a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. Getinge received an authority report from bfarm on 2024-10-01 and the following was reported: at around 9:54 a.m on (B)(6) 2024, air embolisms were visible in the patient's left ventricle in the tee. These would disappear as soon as the cardiohelp console was turned off. The cardiohelp and the hls module was immediately replaced, which meant that the air embolisms in the left ventricle no longer occurred. An impella pump (no getinge product) was implemented since beginning of treatment. New information has been provided by the getinge ssu (sales and service unit) on 2024-10-31 that the affected hls set was replaced due to air in the left ventricle and during this exchange, the venous cannula was damaged. The customer confirmed that the affected cardiohelp with serial number (B)(6) has no malfunction. The exchange of the cardiohelp was not due to a malfunction, it was due that no backup hls set was available at customer site. Therefore, the customer decided to change to a pls set with rotaflow device. The pls set was discarded by the customer and is therefore not available for investigation. Even no lot is available. The failure was not resolved therefore the pls set and the cannula were replaced as well. After replacement, there was no failure. It was reported that the replaced cannula shows longitudinal incision. This product has been investigated in another complaint (B)(4). Due to the exchanged products during use and the reported air embolisms a report is required. The affected hls set was investigated in the getinge laboratory on 2025-04-04 with following conclusion: during the investigation no malfunction could be confirmed. A functional test was performed and the affected product functioned as expected. A medical review was performed by getinge medical affairs on 2024-04-14 with following conclusion: "based on the evaluation of the customer complaint investigation reports # (B)(4), along with clinical observations and user feedback, the two air embolism events associated with the use of the hls/pls oxygenation systems during ECMO therapy appear to may have distinct but interrelated causes. The initial incident, characterized by air accumulation in the left ventricle, was observed during high-flow v-a ECMO operation using the cardiohelp system in combination with the impella cp. The clinical context included extreme operating conditions, with blood flows exceeding 5 l/min and venous suction pressures below -140 mmhg. Although no air was detected on the arterial side by the system¿s integrated bubble sensor, cavitation and gas formation were noted on the venous side. These findings suggest that the extreme negative pressures likely caused outgassing or cavitation phenomena, resulting in visible air accumulation in the heart. This interpretation is supported by the broader literature on extracorporeal circulation systems. Ganushchak et al. (2020) (1) investigated venous suction pressures and concluded that values below -100 mmhg may contribute to gaseous microemboli formation due to cavitation and blood outgassing, recommending close regulation of inlet pressure to avoid such complications. Bachus and custodio (2003) (2) explain in detail how centrifugal pumps under excessive suction can create localized vapor pressure drops, leading to cavitation and bubble formation. Similarly, liebing et al. (2004) (3) highlighted the risk of left ventricular air aspiration in systems with direct venous drainage, demonstrating that retrograde movement of air can occur when suction dynamics are not properly balanced. Additionally, wang and undar (2008) (4) reported that vacuum-assisted venous drainage (vavd), especially under high suction, is associated with an increased risk of gaseous microemboli formation during cardiopulmonary bypass. Taken together, these findings underscore the likelihood that mechanical and hemodynamic factors - rather than a direct device malfunction ¿ may have contributed to the air embolism observed in this case, especially when considering the extreme operating conditions mentioned by the customer. Further, attention should also be given to the interaction of ECMO support systems with adjunctive devices such as the impella, particularly regarding purge system complications. According to findings summarized in air medical journal (2021) (5), several known issues related to impella purge systems can exacerbate or mimic air embolism scenarios. The interaction of suction dynamics, pressure gradients, and mechanical pumping may create a multifaceted risk environment when deploying adjunctive support devices. It should be noted that no information is currently available regarding whether impella support was continued following the replacement of the oxygenation set and cannulas. Assuming a scenario in which an undetected air bubble had entered the venous line and passed through the oxygenator into the arterial circulation, it remains unclear whether such a bubble could have migrated retrogradely to the left ventricle (i.e., given the venue of support of va-ECMO). This is particularly challenging given that the impella system actively generates a counter-current flow directed away from the left ventricle as part of its unloading mechanism. This counterflow may reduce the likelihood of embolic migration toward the lv, even in the event of minor arterial air contamination. Despite the presence of studies (6, 7) showing that inadequate purge pressure, disrupted purge flow, or improper positioning of the impella catheter may result in inadvertent air ingress, particularly when operating under high-demand or low-filling conditions, it remains unclear what the source of the air was in the left ventricle (as reported by the customer). The second incident, which occurred later and involved air detection at the venous cannula, was linked to mechanical damage in the investigation report (B)(4). According to the customer, during the initial system exchange, the tubing was manually cut from the cannula connector using a scalpel, resulting in a longitudinal incision. While this damage did not lead to immediate complications, it may have become a source of air ingress over time due to progressive loosening or thermal contraction of the tubing. This conclusion is supported by both visual documentation and user confirmation. Once the damaged cannula was replaced, no further air ingress was observed. It is important to highlight that the IFU for the product explicitly caution against improper handling techniques. Specifically, the IFU states: ¿caution! If a suture is directly looped around the wire-reinforced section, the cannula can be cut into, kinked or damaged. Secure the cannula around the rigid barbed connectors in such a way as to ensure that it is not kinked at the insertion site¿. This advisory reinforces the critical importance of using appropriate methods when securing or modifying cannula components, particularly during system exchanges. Further analysis of the returned hls set associated with these events revealed no abnormalities. Functional and visual inspections were completed without detecting leaks, cracks, or other defects. As the reported fault pattern could not be reproduced under laboratory conditions, and no technical issues were found, product malfunction was ruled out. The cannulas used during both air embolism incidents remained unchanged throughout the initial system exchange, further supporting the conclusion that the cannula defect was central to the air ingress reported in the second event. The patient¿s clinical condition was complicated by comorbidities with several prior cardiac surgeries, including a third bentall procedure. The clinical course deteriorated further, with elevated troponin levels, eventual cardiac arrest, and the need for mechanical resuscitation. That said, the reported rise in troponin levels may have been exacerbated by the presence of air in the patient (as reported). Further, multiple embolic infarctions were later confirmed via CT imaging, consistent with the effects of systemic air embolism. In conclusion, the second incident, which occurred later and involved air detection at the venous cannula, was linked to mechanical damage in the investigation report (B)(4). According to the customer, during the initial system exchange, the tubing was manually cut from the cannula connector using a scalpel, resulting in a longitudinal incision. While this damage did not lead to immediate complications, it may have become a source of air ingress over time due to progressive loosening or thermal contraction of the tubing. This conclusion is supported by both visual documentation and user confirmation. Once the damaged cannula was replaced, no further air ingress was observed. In addition to this direct mechanical defect, the possibility of air entrainment via the venous cannula under conditions of extreme negative pressure must also be considered. During the first event, suction pressures were reported to exceed -140 mmhg, with ECMO flows greater than 5 l/min. Under such conditions, localized cavitation or outgassing may occur in the venous limb of the ECMO circuit. Air entrainment through the fissure created in the connector may have also been possible. These factors may have contributed to the formation of bubbles within the venous line, which could then have traveled through the extracorporeal circuit, even if not detected by the system¿s integrated bubble sensor. That said, it is assumed that the fbs was intact, functional, and set so that the presence of bubbles in the arterial line would have been detected by the machine. Furthermore, the impella cp device may have contributed (either independently or in coordination with other scenarios) to bubble formation/entrainment within the left ventricle. This mechanism could explain the presence of air in the lv on tee, particularly if air was introduced locally rather than migrating from the venous circuit. Taken together, these findings highlight that multiple system-related vulnerabilities¿including the damaged cannula under excessive negative pressure and the suction dynamics of the impella¿may have contributed independently or synergistically to the observed air embolism events. Given the result of the product investigation performed on the hls set, no diminution in product performance is suspected. Further, the investigation of the hls cannula suggests a possible, mechanical (use-oriented) root cause for the fissure identified in the course of the product investigation; therefore, a primary root cause relating to the product is challenging to assign to the observation cited by the complaint." References: 1. Ganushchak ym, körver epj, maessen jg. Is there a ¿safe¿ suction pressure in the venous line of extracorporeal circulation system? Perfusion. 2020;35(6):521-8. 2. Bachus l, custodio a. Know and understand centrifugal pumps: elsevier; 2003. 3. Liebing k, kaluza m, wippermann j, stock u, wahlers t. Linksventrikulaere luftaspirationsgefahr bei perfusionssystemen mit direkter venoeser drainage durch die arterielle blutpumpe. Kardiotechnik. 2004;1:9-10. 4. Wang s, undar a. Vacuum-assisted venous drainage and gaseous microemboli in cardiopulmonary bypass. J extra corpor technol. 2008;40(4):249-56. 5. Gottula al, shaw cr, milligan j, chuko j, lauria m, swiencki a, et al. Impella in transport: physiology, mechanics, complications, and transport considerations. Air medical journal. 2022;41(1):114-27. 6. Kapur n, whitehead e, thayer k, pahuja m. The science of safety: complications associated with the use of mechanical circulatory support in cardiogenic shock and best practices to maximize safety [version 1; peer review: 2 approved]. F1000research. 2020;9(794). 7. Oishi h, morimoto r, ito r, kazama s, kimura y, araki t, et al. Increased risk of purge system malfunction after impella 5.0 replacement: a case series. Journal of artificial organs. 2023;26(1):79-83. Based on the investigation results no malfunction in the hls set could be confirmed. The instruction for use for the hls set describes the following regarding "air in the system" 5.3.1 safety instructions for the oxygenator - incorrect cardiohelp-I positioning can cause air permeation on the blood side of the hls module advanced. This can lead to air embolisms in the patient. - the cardiohelp-I must be positioned at a level lower than the patient. 7.1 preparation and installation - the flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop. Furthermore, the IFU hls cannula describes the following regarding "air in the system" - if a suture is directly looped around the wire-reinforced section, the cannula can be cut into, kinked or damaged. Secure the cannula around the rigid barbed connectors in such a way as to ensure that it is not kinked at the insertion site - attach the cannula securely to the vessel. For this purpose, use the removable skin attechement accessory supplied or else a slit at the end of the cannula for the suture material. Implement the extracorporeal cicuit following the instruction supplied with the tubing set. - check if the cannula is correctly positioned by means of fluoroscopy unit, transesophageal echocardiography, or other suitable measures. Repeat the position check at a regular intervals. - position the cannula sp that it cannot be kinked. - check the connection between cannula and tubing set regulary. - look out for signs of insufficient perfuison of the extremities. The production records of the affected product were reviewed on 2025-03-13. According to the final test results, the be-hls 7050 #shls set advanced 7.0 with lot# 3000393297 and the be-015703112 #shls module advanced adult with lot# 3000386227 and UDI#(B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. The review of reworks was performed for the reviewed time period and no rework found was found. The review of scrap, enhancements, design changes, CAPA, field actions were reviewed an no abnormalities in regards to the reported failure were found. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.